Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. Review of the event log identified the iipv event. The cause of the event was determined to be the user had set the tidal total uf removal too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:19:32. During night drain cycle four, the patient's ultrafiltration reading was 1353ml, indicating the home patient (hp) drained 1253ml more than their maximum programmed fill volume of 2000ml. No additional information is available.